Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor memorygel breast implant 650cc and suffered from bilateral surgical intervention and capsular contracture. As a result, the patient had undergone removal on (B)(6) 2021. This medwatch is for the left side.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that it was erroneously omitted to report in the initial report that the capsular contracture was baker grade IV. On (B)(6) 2021, mentor became aware that the section d2b. Procode was reported incorrectly, the actual code is ftr. Manufacturer¿s reference number: (B)(4), it was erroneously omitted to report in the initial report that the capsular contracture was baker grade IV.on (B)(6) 2021, mentor became aware that the section d2b. Procode was reported incorrectly, the actual code is ftr.